Manufacturer narrative:
This is one event (death) reported for the same patient involving two separate products and associated with MDR # 1225714-2013-00596.

Event description:
The plaintiff's attorney alleged that the decedent expired on (B)(6) 2012 after the use of the product.